Manufacturer narrative:
The sodium electrode serial number is (B)(6). The expiration date was not provided. The field service engineer inspected the analyzer and found excessive accumulation of dirt and liquid residues, particularly in the dilution cup, consistent with blockage or aspiration inefficiency. He then performed a complete cleaning of the dilution cup, sample sipper, aspiration lines, and dispensing systems for diluent and internal standard, and drain sipper; electrode and water quality inspection; electrode cleaning; and replaced the pinch valve. He performed successful calibrations, qcs, and ion-selective electrode checks. The investigation is ongoing.

Event description:
The initial reporter received questionable sodium electrode assay results for one patient's sample tested on the cobas c 303 analytical unit. The high result is 149.2 mmol/l or 150.6 mmol/l. The low result is 140.4 mmol/l.